Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we attempted to inflate the safety balloon with saline, a leak on the distal (lower) side of the safety balloon joint was observed. There was no hole observed in the balloon. The root cause of the issue was determined to be manufacturing error during balloon assembly process- not enough adhesive was applied during bonding the balloon to the shunt inflation arm. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Please note that our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. However, it is possible that the defect was accidentally missed during the inspection process. The leakage was detected during pre-use check. Procedure was completed using another f3 shunt they had in stock.

Event description:
Surgeon detected a leakage on the safety balloon during pre-use check. So, surgeon used another f3 shunt for the carotid endarterectomy procedure.